Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to embolism in the patient's right atrium. The physician didn't claim the embolism was caused by the implanted system. There have been no further issues with the patient.